Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a filter of an IV tubing set during a maintenance fluid infusion of unspecified type and rate. The tubing was replaced and the infusion resumed without incident. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. Visual inspection of the set noted no obvious damages or any issues. Functional testing was performed and fluid drops were observed coming from the bottom right corner of the filter. No leaking was observed from anywhere else. Further visual inspection of the filter area at the observed leak area observed no tool markings or any obvious damages. Pressure testing was performed and fluid leaked out from the bottom right corner of the filter at less than 5psi. The pressure was increased up to 30psi and no leaking was observed from anywhere else. The root cause of the customer¿s report of a leaking filter was identified as due to a supplier issue of a defective filter.

Manufacturer narrative:
.